Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer stated that insulin pump received insulin flow block alarm. The customer¿s blood glucose level was 33 mmol/l at the time of incident. No further patient complications were reported. The customer was assisted with troubleshooting. The customer will continue to use the device.